Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely tortuous and severely calcified coronary artery. A 3.00 mm x 15 mm nc emerge® balloon catheter was advanced for dilation. However, upon inflation, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another nc emerge® balloon catheter. No patient complications were reported and the patient's status was good.